Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿complications from shoulder arthroplasty: case report¿, by luengo-alonso g.; jimenez-diaz v; zorrilla-sanchez de neyra j; munoz-sanchez g.; cecillia-lopez d; jara-sanchez f; and porras-moreno ma; jan-feb 2018, 32 (I) the purpose of the article was a case study on a (B)(6)-year-old male, without any relevant pathologies, who received a right shoulder hemiarthroplasty, a global unite platform shoulder system (depuy) due to a proximal humeral fracture after falling from a standing position. Three months after the surgery, the patient went to the emergency room complaining of pain and discomfort in the shoulder that was operated on. In the physical exam, a tumor appeared on the anterior side of the shoulder with an increased local temperature. He did not have any other symptoms, and mobility was only limited compared to precious exams and the distal neurovascular exam was normal. An x-ray was performed that did not show movement or loosening of the prosthetic material. Due to suspected infection, the patient was operated on and an arthroscopic lavage was carried out. Samples were sent and no growth of microorganisms. He was released two days after surgery with clinical improvement. Seven months later, the patient returned to the emergency room, with fever, pain, inflammation and notably reduced mobility. A cat revealed two masses around the prosthesis. After another operation, the prosthesis was extracted and a double antibiotic spacer was implanted. Samples were sent again and revealed candida parapilosis was growing. The patient was treated with antibiotics for eight weeks. A competitor¿s implant was placed after antibiotic treatment. With another revision and another competitor's implant placed after that one.